Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that he has been receiving no delivery alarms. Troubleshooting was performed. The customer stated that the infusion set and site were changed, but the no delivery alarms continued. The customer stated that he was dehydrated and his blood pressure started to drop. Then the customer was taken to the hospital for high blood glucose. The blood glucose reading was 961mg/dl. The customer also stated that he has been on manual injections since his hospitalization. No further info was provided.